Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a pulmonary embolism, lung cancer detected 2 years ago, migraines, cough and a stain on the lung. The patient did report to receive medical intervention and had a pet scan. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pulmonary embolism, lung cancer detected 2 years ago, migraines, cough and a stain on the lung an issue related to a CPAP device's. The patient did report to receive medical intervention and had a pet scan. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white contamination (dust-like) at the air inlet of the blower box, black potential hair/fiber in the air inlet, dust-like contamination in the iso (international organization for standardization) port, unknown residue on the inside of the top enclosure, unknown brown residue on the inside of the front panel, light dust-like contamination on top of the blower motor and the blower motor seal, light dust-like contamination on top of the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, black potential hair/fibers in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified.